Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#3006705815-2016-0599. It was reported the patient developed an epidural abscess during the trial. Reportedly, the trial leads were explanted on (B)(6) 2016 and the patient hospitalized the next day. In turn, a decompression was performed and the patient discharged on antibiotics.